Event description:
The user facility reported that the sterile package had a hair in it found prior to a case. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the sterile package had a hair in it found prior to a case. There was no patient impact, no delay, no medical intervention, and no adverse consequences.